Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating small red pustules were observed on the patient's anus after examination. The report also stated the patient is highly prone to allergies. The customer requested information on the material composition of the endoscope. Pentax europe has requested further information from the customer. The device involved in the event was not returned to pentax as no malfunction was reported to have occurred with the device.